Event description:
It was reported that a revision surgery was performed in the patient due to pain and swelling. No delay reported. Implants replaced with competitor devices.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the documentation provided, it appears the root cause of the patient¿s symptoms were multifactorial as the reported vmo atrophy, the right quad tendon tear, and loosening of components were all likely contributing factors leading to possible micro-motion, the subsequent instability, lateral patellar subluxation, swelling and pain. The patient impact was the reported persistent symptoms, bilateral tka revisions and post-surgical rehabilitation. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.